Manufacturer narrative:
Sections with additional information as of 08-mar-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. This event took place outside of the united states: (australia).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. This event took place outside of the united states: ((B)(6)). Note: manufacturer contacted customer in multiple follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all five meter memory results documented. The customer¿s expected fasting blood glucose test result range is 4.0-5.5 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/24/2022 and open vial date is (B)(6)2021. The customer had provided the last five results she had written down in her log: (B)(6).